Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) electrode was part of a system revision due to pocket infection. The patient was treated with intravenous antibiotics, pus cleaning and plastic surgery were performed. There were no additional adverse patient effects reported. The s-ICD electrode remained in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is being filed to correct the a1: patient identifier. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) electrode was part of a system revision due to pocket infection. The patient was treated with intravenous antibiotics, pus cleaning and plastic surgery were performed. There were no additional adverse patient effects reported. The s-ICD electrode remained in service.